Manufacturer narrative:
Integra has completed their internal investigation on 03/29/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: both roll pins to hold the slide bar were missing. The missing parts were worn and torn. The headrest was received without gel-pads. The headrest base roll pin holes were worn out. Device history record reviewed for this product ID lot # 104 manufactured on 06/23/2010 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in the complaint system for this reported failure and or related to "missing parts/roll pins" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. The root cause could be wear and tear, due to the fact that device was produced in 2010 the first time service in 2016.

Event description:
It was reported that the device was missing 2 parts. There was no impact on the patient; device just needs to be repaired.